Manufacturer narrative:
Batch review performed on 06 september 2024: lot 2102840: (B)(4) items manufactured and released on 09-jun-2021. Expiration date: 2026-05-27. No anomalies found related to the problem. To date, 5 items of the same lot have been sold with no similar reported event during the period of review. Additional implant involved, batch review performed on 06 september 2024: liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 2346403: (B)(4) items manufactured and released on 02-jan-2024. Expiration date: 2028-12-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. (Note: the other case on this lot is on the same patient, where the liner dislocated from the head, but only the head was revised.)

Event description:
The patient had a primary on (B)(6) 2024. On (B)(6) 2024 due to a fall and dislocation, the head was revised to another medacta head. On (B)(6) 2024 the patient was revised for a dislocation and the cause is unknown. The surgeon revised the head, cup and liner. The surgery was completed successfully.